Event description:
A hemodialysis user facility has reported that during treatment initiation, a blood leak occurred. The leak was visually observed. The arterial side of the extracorporeal circuit was reinfused. Estimated blood loss was 200cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is a sample available for eval.